Event description:
Pt in o.r. For excision of a neck mass. The procedure was almost complete when the bovie sparked on drape creating a very small flame. The flame was patted out immediately. The pt suffered small blisters to the neck.